Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that bleeding from the catheter puncture site had been observed during a dialysis. It was stated the doctor then inserted a 24cm power trialysis from the patient's thigh to continue the procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to the leak from the exit site was unconfirmed, since no leaks were observed in any part of the returned sample. One 12fr x 15cm trialysis catheter was returned for investigation. Evidence of use was observed on the sample. A red colored residue was observed between the rotatable suture wing and the catheter. A functional test revealed that the lumens were patent to infusion; however, since no leaks were observed in the catheter, the complaint was unconfirmed. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that bleeding from the catheter puncture site had been observed during a dialysis. It was stated the doctor then inserted a 24cm power trialysis from the patient's thigh to continue the procedure.